Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 566 mg/dl. The patient was dehydrated and site was swollen. For treatment, the patient was given intravenous (IV) and 4 units of insulin. The patient was at the hospital for 10 hours. The cannula was dislodged, while wearing the pod longer than 48 hours on the abdomen. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.